Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 03/17/2026, the patient reported concerns regarding cgm accuracy, which prompted a visit to the emergency room. No specific cgm or fingerstick bg comparison values were provided. The patient declined to share additional details related to the event, including symptoms experienced, treatment received, or the duration of the emergency department visit. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).